Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer, patient; product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient that they had 3 numbers on the programmer and there wasn¿t supposed to be 3 numbers on it, there were supposed to be 2. The patient reported it was not helping their symptoms. The patient also stated when they drank water, in 5 minutes or less they were dribbling in their pants and couldn¿t make it to the bathroom. The patient noted they had to rush to the bathroom and wear training pants. The patient reported they were still taking the ¿pee pill¿ and that they got this device so they wouldn¿t have to take it. The patient also mentioned that once-in-awhile if they were sitting they would get a shooting pain and it would go to their toes and it was way too high. The patient reported they couldn¿t get the stimulator out and turn it down. The patient reported they spoke with someone (for whom the person worked with the patient didn¿t know however it was determined that it was the manufacturer representative,) who tried to help them program the device over the phone and they couldn¿t so the representative met the patient at the health care physician¿s (hcp¿s) office on (B)(6) 2018. The representative stated the device wasn¿t set right, it was displaying 3 numbers and then they changed it to 2 numbers. While on the call the patient was able to communicate with their device, the display showed the stimulation was on at 4.8 volts on program 2 and the patient stated they felt the stimulation in the bike seat area. The patient mentioned they fell in the bathroom on their face in (B)(6) 2018. The patient reported they would drink a bottle of water so that they could take a ¿dump¿ and when they did that they had the urge and had to get to the bathroom right away. The patient stated they were going through their programmer batteries all the time and that they were on low income. The patient stated they took one battery out now. There were no further complications reported/anticipated. (B)(6) 2018 "telph" (rep): additional information was received from a manufacturer representative. It was reported that they are not aware of any 2003 implant. They met with the patient about a month ago because they had a replacement programmer; they paired the new programmer with the implant. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Date of event was reported as: not helping bladder symptoms (B)(6) 2013; poor communication "years ago". If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient could feel the stimulation then it would go away. The patient stated they pressed ¿the light bulb¿ and then could not feel the stimulation. They mentioned that it was not helping with their bladder symptoms. The patient mentioned they drank lots of water and took ¿pee pills¿. In addition, there was poor communication with the programmer and they were getting the poor communication screen. It was noted the patient had new batteries in the programmer. When it was confirmed that the antenna was securely attached and then synchronized to the ins, the poor communication issue did not resolve. When the programmer was placed directly over the ins (without the antenna), the poor communication issue resolved. The programmer worked without the antenna attached but not with it. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the ¿programmer was never programmed right from the first one that they had implanted in 2003.¿ it was noted that it works well when they don¿t drink the amount of water that their healthcare provider wants them to. However, when they drink 5-6 bottles of water, all they do is go to the bathroom a lot or they have to wear adult diapers, so they won¿t wet their pants before they get there. It was stated that the manufacturer representative (rep) came to program the second one the right way; the programmer had 5 numbers form the time they were implanted, and now it has 3 numbers on it. However, it still was not working the way the patient thought it should; they still go like they always had in the past, even before they had it put in the first time in 2003, and they were ready to have the programmer taken out. When asked if the poor communication was resolved, they stated, ¿I don¿t think was any communication resolve all I was told that it was working right even if it was not program the way, the way [the rep] fix it to.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were ready to return their old programmer but was not sure what to do. The patient reported that they received their replacement programmer but needed to get it programmed. The patient was stuck on program 4 and unable to change to a different program. It was reviewed that the patient needed to meet with their healthcare provider for programming due to getting a replacement. The patient noted that they called their healthcare provider who directed them to call in. The role of representatives was reviewed and representatives in the area were reached out to on behalf ofthe patient. The patient reported that they wanted to get the device removed because they were getting the ¿run around¿ about having the device reprogrammed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was noted that they change the programmer at least 2 or 3, if not more, times a week sometimes. It was reported that as long as they take the battery out after using the programmer, the issue of going through batteries all the time is resolved. It was stated that the shooting pain started to happen again when they ¿changed the programmer from 3.9 ¿ 4 all the way up to 5.9, and then later it started to hurt down where the wire are.¿ they had to turn it down as fast as they could to 5.1 before it stopped, but it was resolved. It was noted that their symptoms had not yet been resolved though. They were ¿trying to get over the pee pill but it was not working; on the days they don¿t take the pill they drink just the same as with the pill.¿ they have to wear a diaper and ¿don¿t wearing them at all.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was clarified that the patient¿s ¿2003¿ device was really implanted (B)(6) 2013, which presents conflicting information. It was noted that their last interaction with the patient was a phone call on (B)(6) 2018 about programming, and they had recommended that the patient call a manufacturer representative to set up. However, they had not seen the patient in office since (B)(6) 2018; the patient had refused office visits in the past to get evaluated. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.